Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented inproduction. Therefore, the UDI field (in d4) was left empty. Investigation ongoing.

Event description:
Hamilton medical ag received the following description: during the trial run, all monitoring passed. After starting up, the alarm "pipeline detachment" was triggered, and equipment maintenance was contacted. No patient involvment.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 ¿ additional information. Updated fields: h11. Corrected data: h6-a. Conclusion as per report from hamilton china: this event was caused by a leak in the breathing circuit used by the hospital, which triggered the ventilator alarm. It is unrelated to the ventilator host. The ventilator itself is functioning normally without any faults. The leak issue can be resolved by identifying the cause of the leak or replacing the breathing circuit. Additionally, the machine was produced in 2011 and is now well beyond its intended service life as of 2025. It is recommended that the hospital update the machine promptly. In summary, this event is unrelated to product quality. Therefore the case is assessed as no longer reportable. The user reported it to the local competent authority as per common local practices.

Event description:
The report from hospital say: on (B)(6) 2024, during the trial run, all monitoring passed. After starting up, the alarm "pipeline detachment" was triggered, and equipment maintenance was contacted.